Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep no cassette and had a damaged serial plate. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to alarming that a cassette is not attached. The moment the device was powered up the device started double beeping. The downstream sensor was replaced and long with the damaged housing.